Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional stating that the consumer experienced red eyes and was diagnosed corneal ulcer. The consumer was prescribed with unknown medication. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received. Follow-up received and stated that consumer was presenting discomfort, pressure on the cornea, red and irritated eye, evaluating the lamp showed hyperemia in both eyes, inflammation of the eyelid and was treated with anti-inflammatory eye drops. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
D.9., h.3., h.6.: the actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).